Manufacturer narrative:
Analysis of the the coil pushwire found that the proximal pusher was stuck within the instant detacher cap hole. The pusher was found broken between the positive load indicator and break indicator as well as a break on the break indicator with the segments were retained by the release wire. Manual detachment attempts were likely to have been performed at these locations. The coin was found retracted completely out of the lumen stop. No damages or irregularities were found with the shield coil. The implant coil was already detached and not returned for analysis. The outer jacket was removed to gain access to the coin. The coin was measured in 3 locations and was found to be within specifications. Measured 0.080 mm @ 0.092 mm; measured 0.092 mm @ 0.127 mm; measured 0.091 mm @ 0.275 mm. The inner diameter of the lumen stop was found to be visually acceptable. The lumen stop inner diameter (ID) was measured to be 0.00280 and found to be within specification. The retainer ring was found damaged (ovalized) and the inner diameter could not be reliably measured. No other damages or abnormalities were observed. Based on the analysis findings, the customer report of unable to detach and non-detachment could not be confirmed. The event cause could not be determined. The returned axium pusher was already detached from the implant coil. The returned instant detacher was used to successfully detach an in-house coil on the first attempt without any difficulty. There was no malfunction of the instant detacher or non-conformance to specifications identified that led to the detachment issue. The retainer ring was found damaged. Potential causes are patient vessel tortuosity, attempts to advance or retract device against resistance, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation and incompatible catheter. The instant detacher cap hole was found slightly damaged. It is likely the damage occurred when the pusher became kinked and stuck within the cap. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the instant detacher (ID) was fixed to the proximal part of the insertion mark, but the coil would not detach. The ID was replaced. There was no injury to the patient as a result of the event. Additional information received reporting that the patient was treated for an aneurysm of the ophthalmic segment of the internal carotid artery. The aneurysm max diameter was 11.74mm with a depth of 9.74mm and neck diameter of 5.84mm. Patient vessel tortuosity was moderate. It was noted that the physician implanted about 12 coils. The coil involved in the complaint was an axium coil of unknown model and lot. Three attempts were made to detach with the complaint ID without success so a different ID was used. It was also noted that 3 attempts were made to manually detach the coil. The physician reported that this issue was not unusual. No pushwire damage was observed after removal.